Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to unspecified reasons. During the procedure, the implantation was aborted due to laceration of the spongiosum, and the device was not placed. It was noted that the bleeding/laceration only became apparent after renewed manipulation after prepping the device. The device was not placed. There were no additional patient complications.